Manufacturer narrative:
E. Facility name exceeds characters limit: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global hub was cracked and leaked. The following information was provided by the initial reporter: it was reported that cracks in the catheter hub. Blood was leaking out the side of the catheter hub.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause was associated with molding damage of the yellow catheter adapter. Two photographs and one 24g insyte autoguard IV catheter were provided for investigation. A microscopic examination revealed breaches in the adapter due to a malformed molded component. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.